Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely low co2 results were obtained on multiple patient samples on a dimension vista 500 instrument. Siemens determined that quality controls (qcs) were within expected ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced sample 1 mixer, adjusted bottom of cuvette (boc), and ran auto alignment, check, mixer test and qcs, resulting acceptably. The cause of the discordant, falsely low co2 results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on multiple patient samples on a dimension vista 500 instrument. Sample ID (B)(6) was repeated twice on the same instrument, and sample ID (B)(6) was repeated once on the same instrument, resulting discordant and falsely low. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.